Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. However, moisture damage was noted on the keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. All buttons functioned properly; however, there was moisture found on the keypad traces. The following cosmetic damage was also noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized a low blood glucose level of 20 mg/dl. The customer was meeting a friend for lunch and symptoms of hypoglycemia caused her to call 911. Troubleshooting to discover why the customer sometimes gets lows was initiated since her doctor's explanation felt insufficient to her. The customer's priming technique was review and was fine. It was discovered that her settings were not completely programmed and she confirmed that she will review the settings with her doctor. The customer also mentioned that one of her buttons does not respond sometimes. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.